Event description:
It was reported that the alarm at the end of battery life does not work. There was unknown patient involvement.

Manufacturer narrative:
B3, g4 unknown. E1: phone (B)(6) . One device was received for evaluation. Visual inspection found the device's dso seal to be swollen. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.